Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Upon successful deployment, patient was diagnosed with pe and pneumonia after three months. Subsequently after fifteen days, the patient experienced abdominal pain and cta-pelvis demonstrated thrombus above the ivc filter extending superiorly to the level of the right renal vein, pulmonary atelectasis and thrombosis in the femoral vein extending into the external iliac vein which is also confirmed by an echo doppler. Again after twenty days, the patient experienced right-sided chest pain for right-sided pe. Subsequently after some days, the patient experienced right flank pain for developed pe. Again after twenty days, the patient underwent catheter-directed thrombolysis and felt the filter was migrated to low position. Hence, they tried to reposition the filter. Due to failure in repositioning, the filter removal procedure was carried using g2 recovery cone, tip deflecting wire, 9-f sheath and forceps after two days. Unsuccessful attempt were due to filter tilt where filter was abutting the caval wall. The filter was removed by femoral venous access. Post filter removal, the patient had residual dvt and was unresponsive to anticoagulation a new g2 filter was deployed higher in the ivc, just below the renal veins. Approximately after two months, the patient experienced right calf pain mild chest pain and pregnant of 8 weeks 2 days. CT-chest demonstrated pe and venous doppler demonstrated chronic, non-occlusive thrombus in right femoral vein. Approximately after two years, chest x-ray demonstrated ivc filter in appropriate position and no remarkable findings were noted. There was no specific device deficiency identified within the medical records. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The patient reportedly experienced pain, pulmonary embolism and further reported as caval thrombosis, dvt, thrombosis/embolism in the ivc filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The patient reportedly experienced pain, pulmonary embolism and further reported as caval thrombosis, dvt, thrombosis/embolism in the ivc filter. The device has not been removed and there were no reported attempts made to retrieve the filter, however the current status of the patient is unknown.